Event description:
After performing a ptca with the apex balloon over an abbott whisper wire, the balloon was removed from the body and the tip of the whisper wire was engaged in the end of the balloon catheter.